Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading at the time of the incident was 52 mg/dl. Customer reported that blood glucose levels were low because she took too much insulin. Customer reported that the insulin pump alarmed compromised forced sensor system during prime fill process and experienced an unexpected restart alert. Customer reported that the issue remained unresolved after the battery was changed. Customer reported that the force sensor does not detect the reservoir. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify compromised forced sensor alarm, unexpected alarm, reset anomaly, numbers count down anomaly due to blank display. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.